Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had air bubbles anomaly. Customer's blood glucose at time of incident was unknown. The customer was unable to troubleshoot due to past events. The customer has gotten the full use of the reservoir and had prime out the air. The customer was advised to call back whenever issues occur.